Event description:
An event involving a plum burette set reported that the clave drip was crooked and broke during use. The set was replaced, and therapy was resumed without any problem. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received. Additional contact information: (B)(6).

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.